Event description:
It was reported that the patient required a revision surgery because the cage backed out. Implanted over a year ago.

Manufacturer narrative:
Method: risk assessment; results: visual inspection, device inspection, and manufacturing review could not be performed because the device was not returned and no lot# was provided. Conclusion: the root cause of the reported event cannot be determine conclusively as the device was not returned for evaluation.

Event description:
It was reported that the patient required a revision surgery because the cage backed out. Implanted over a year ago.